Event description:
It was reported that the patient was suffering from severe, acute pain for 'a while' and had just gotten a lot worse in the previous two weeks. The patient called her physician and was told to keep the stimulation off. The patient's pain was at the implantable neurostimulator (ins) and traveling up towards her back. The patient had fallen backwards onto her device 2 weeks previous and had pain since. The patient's symptoms were still being helped despite the pain. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3093-33, lot#: v309454, implanted: (B)(6) 2009, product type: lead; product ID: 3093-33, lot#: v609427, implanted: (B)(6) 2011, product type: lead; product ID: 3037, serial#: (B)(4), product type: programmer, patient. (B)(4).